Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occured. A synergy ii drug eluting coronary stent was selected for use. However, the stent broke while being loaded over the wire outside of the patient's body. No patient complications were reported.